Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(6) 2014. Data confirms hardware failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hardware failure on (B)(6) 2014. Dexcom technical support advised patient to reset the device. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.